Manufacturer narrative:
Water was entered the ventilator, according to the field service engineer, the contaminated parts were cleaned and dried and the ventilator passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. Ingress of liquid/corrosive substance on pc boards can cause failure/short circuits, which might lead to a ventilator malfunction. No information on which parts were contaminated or how the liquid spill entered the ventilator or what kind of liquid spill it was.

Event description:
It was reported that the ventilator was contaminated with water/liquid. There was no patient involvement. Manufacture's ref.#: (B)(4).